Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode part was missing. Customer's blood glucose level was unknown at the time of incident. Customer stated that the electrode part also did not retract into the sensor after it was removed. The sensor will not be returned for analysis.